Event description:
It was reported that there was a power cord problem associated with the 9600emi sys. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Found exposed insulation wires. Repaired power cord wires. The sys was tested and found to be working as intended and placed back into svc.